Manufacturer narrative:
The user facility biomedical engineer tested the device for 24 hours and could not duplicate the alarm situation. The pt disconnect alarm was found to function properly. The device was returned to service by the user facility. Covidien was not notified to evaluate the device. Should additional information become available, a supplemental report will be submitted. (B)(4).

Event description:
A report was received from the USA via mandatory/voluntary user facility report # (B)(4) stating the following: "pt disconnect alarm sounding, but pt was not disconnected. Manual breath button pushed with no breath given. Pt taken off vent and given with oxygen (o2). The vent replaced with new one. Parameters taken after change. The ventilator was functioning but had an alarm sounding. There was no oxygen desaturation or lack of ventilation noted". Multiple attempts were made to obtain additional information.